Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. 510k: this report is for an unknown radial plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in 2014. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date, the pet owner contacted to report about an implant complication due to non-union/infection. The initial surgery was a bi-lateral radius repair fractures using synthes plates in a 6-pound chihuahua dog done on an unknown date in the year 2014. They were used in repair of radius compound fractures with clean breaks on two separate incidences a few months apart. Both plates eventually weakened a few weeks after surgery permitting the left radius to overlap and knitted together in the overlapping position. The plate is scheduled to be removed due to a treated infection with potential for more infection. This report is for an unknown radial plate. This is report 1 of 2 for (B)(4).